Manufacturer narrative:
Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that a triathlon cone study patient had a revision of their left knee due to suspected infection. A poly exchange and washout was performed. Rep confirmed that no further information will be provided by the hospital or surgeon.

Manufacturer narrative:
The following devices were also listed in this report: tri ts femur sz8 left; cat # 5512-f-801; lot # ara9s. Tri ts baseplate size 8; cat # 5521-b-800; lot # e4u4za. Triathlon sym cone aug sz a; cat # 5549-a-110; lot # nae91. Triathlonctrfemconeaug sz1&2l; cat # 5549-a-621; lot # m0yt1. Triathlon cemented stem-15mm x 50mm; cat # 5560-s-115; lot # 0107353k. Triathlon cemented stem-15mm x 50mm; cat # 5560-s-115; lot # 0105696e. Large howmedica bone plug 1pk; cat # 6215-5-021; lot # cppxn00ba. Triathlon femoral distal augment 5mm - size 8 left; cat # 5540-a-801; lot # ebo3h. Triathlon femoral distal augment 5mm - size 8 left; cat # 5540-a-801; lot # ebo3h. Large howmedica bone plug 1pk; cat # 6215-5-021; lot # cppxn15bc. Tri lm/rl tib aug sz8 10mm; cat # 5546-a-801; lot # erdvr2a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: the device was returned for evaluation,. Damage consistent with in vivo use and subsequent explantation damage is visible on the insert and locking wire. Clinician review: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. Additional information including pathology reports, operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that a triathlon cone study patient had a revision of their left knee due to suspected infection. A poly exchange and washout was performed. Rep confirmed that no further information will be provided by the hospital or surgeon.